Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that customer landed on pump and an unspecified malfunction alarm occurred. Customer's blood glucose level was 91 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.